Manufacturer narrative:
Device was discarded and not returned for evaluation.

Event description:
L5/s1 implanted into the sacrum. Physician had a dural tear while doing the decompression before any of the barricaid steps and was concerned with the location and nerve root retraction because of that - that played into his decision to implant into the sacrum. The sizing was non problematic 5 x 6 and chose to implant a size 8 barricaid. During the sizing I noticed that he was going to have to remove more bone for the alignment guide and advised him as such. He did that and then aligned the guide. The xray with the alignment guide looked appropriate but the image was not captured. With the commotion during the end step of the case it was impossible to go back and get it - and some of the intermediate pics were not saved. During the implantation it appears that dr. (B)(6) lost his position and drove the strike cap to final depth without checking to see that the mesh had buckled. At this final position - and as indicated by the xray. (Crb comment: per the technique manual fm022, rev b, the positioning of the device is checked via x-ray before driving the strike cap, section 6.2, 1 requires a fluoro, plus page 20 - key learning point regarding mesh centering, page 21 has a section on causes for mesh buckling. The delivery tool was easily removed and he was able to use the removal tool to pull the implant out. Unfortunately - the implant was discarded. There was not any issue with the patient and dr. Khan chose to abort the case and not attempt to implant into l5.